Manufacturer narrative:
(B)(4).

Event description:
The customer reports the central line was leaking IV fluid at the insertion site.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. After the catheter failed functional testing, the catheter body was microscopically examined. The catheter contained one small slit near the juncture hub. The slit was smooth and straight, which is damage consistent with the catheter coming in contact with a sharp object (scissors, scalpel, needle, etc.). The catheter body contained one small slit 139 mm from the distal end. The total catheter body measured to be 162 mm which is within specifications per product drawing. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. Then, the distal end of the catheter body was clamped and all three extension lines were pressurized using a lab inventory syringe. When the medial line was tested, water leaked from the slit in the catheter body. The proximal and distal lines functioned as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "do not staple/suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter contained one small slit in the body, damage consistent with coming in contact with a sharp object. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the central line was leaking IV fluid at the insertion site.